Manufacturer narrative:
This event is reportable due to sentinel event (B)(4) medwatch numbers 1320894-2008-00096 and 1320894-2008-00097. When quality engineering completes the investigation a supplemental report will be filed.

Event description:
Dt-205 - during a colon surgery, a piece of the distal end of the two cannulas, placed inside the pt, broke. Moreover, one of the broken pieces fell inside the pt and it took approx 30 minutes to find it. The piece was removed from the pt.